Event description:
Info received indicates false air in line occurs with these sets. Unable to get the air in the alarms to stop despite troubleshooting. No air noted in line.

Manufacturer narrative:
Product was not returned for investigation. Complaint could not be confirmed.